Event description:
Customer reported retrograde flow of flofox (leukovorin) from secondary bag into the primary bag of d5. Customer email states "I started a patient of flofox and about 30 minutes later I went in to check on the bags and the leukovorin bag was 3/4 gone and didn't appear to be dripping appropriately despite having all the connections and settings correct on the pump. I tried reconnecting the tubing thinking it was a connection issue, but I could see that the leukovorin was being pulled into the lowered d5 flush bag. I ended up changing the entire primary set tubing and things seemed to be working fine." There was no patient harm and medical intervention was not required. Although requested, no further patient/event information was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. No product will be returned. The customer's report of back flow from secondary into primary could not be confirmed due to the product not being returned for evaluation. The root cause of this failure could not be identified.